Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. The handle was manipulated to tighten the trip wire and the loop. It was noted that there was no difficulty experienced upon setting up the device. During the procedure, after the third band was deployed, the device was manipulated again, and then it was noticed that the suture broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: the other patient identifier is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectum during a ligation of internal hemorrhoids procedure performed on (B)(6) 2023. The handle was manipulated to tighten the trip wire and the loop. It was noted that there was no difficulty experienced upon setting up the device. During the procedure, after the third band was deployed, the device was manipulated again, and then it was noticed that the suture broke. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a1: the other patient identifier is (B)(6). Block h6: imdrf device code a0401 captures the reportable event of suture break. Block h10: the returned speedband superview super 7 (handle assembly, and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had four bands attached, some of them were moved from their position and overlapped. The suture was in good condition with seven knots. The device was observed under magnification, and the ligator housing teeth were found bent/damaged. One band was damaged, and the suture hole was in good condition. The handle had marks of trip wire, indicating that it was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of suture broken was not confirmed. Upon analysis, it was found that the suture was in good condition with seven knots. However, the ligator head teeth were bent/damaged. Some of the four bands attached in the ligator head, were moved from their position and overlapped suggesting that the device could not deploy the bands. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Therefore, the most probable root cause of this complaint is adverse event related to procedure.